Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported that the ventilator had a back up alarm failed error code. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the central processing unit (cpu). Upon a follow up with technical support the customer reported that the cpu was replaced to address the reported issue.